Manufacturer narrative:
Initial and final MDR (B)(4) -device 3 of 3.

Event description:
Reference number (B)(4). Event took place in the united states it was reported that, the patient faced three infusion sets cannula kinked events. Two of them occurred on (B)(6) 2025 and the third one occurred on (B)(6) 2025. The event occurred within three hours of insertion. The insertion site for two of them were abdomen and third one were hip and thigh.the patient's blood glucose (bg) level rose dramatically, with the monitoring device simply displaying 'high' rather than a specific value. To manage this severe hyperglycemia, the patient resorted to administering a correction dose of insulin through correction bolus via pump. The patient replaced the infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.